Manufacturer narrative:
During removal, the angiosculpt device got stuck in the calcified lesion. Additional intervention was performed to remove from the patient and after 4 hours, the catheter was able to be removed from the patient but a dissection was noted. A stent was placed to cover the dissection. During lab investigation, it was found that the proximal end of the catheter separated from the shaft. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned for evaluation. Visual examination found a damaged distal bond with one scoring element ring lifted. The shaft separated at the proximal end of the catheter. The separated end of the proximal shaft with the luer was not returned for evaluation. In addition, the proximal shaft was severely stretched. During retraction, the angiosculpt device got stuck in the calcified lesion. It is likely that the excessive force applied by the user in order to remove from the patient resulted in the shaft separation observed during lab analysis.

Event description:
The angiosculpt device was used in the calcified lesion between the left main trunk (lmt) and the left anterior descending (lad) artery. The balloon was deflated and during removal, the balloon got stuck in the calcified lesion. A balloon catheter, micro catheter, and guide wire were used to remove the angiosculpt device for approximately 4 hours but could not be removed. The user prepped for surgery in the event the angiosculpt could not be removed. Consequently, applying excessive force, the angiosculpt was able to be removed from the patient but a dissection occurred. A stent was placed to cover the dissection.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.